Event description:
Mother states pump failed to alert customer that cartridge was empty. Customer had blood sugar of 393. Target range 80-180. Customer is (B)(6) years old. Mother changed cartridge and gave customer a bolus out of convenience. Mother attributes high blood sugars to empty cartridge. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.